Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the implantable cardioverter defibrillator could not be interrogated by using the radio-frequency communication. The software was re-downloaded and the function was restored. No patient symptom was reported.